Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc) and olympus repair center. Olympus repair center investigated the device and could reproduce the reported phenomenon. However, when omsc investigated the device omsc could not reproduce the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation by olympus repair center, it was confirmed that the dx board was abnormal. (The dx board is a board which generate 3d video signals and switch between 2d and 3d.) The exact cause of the reported event could not be conclusively determined. Omsc surmised that a temporary malfunction of the dx board caused an error in the video output. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during the preparation for use. The user cycled the power of the subject device, and the endoscopic image was recovered. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.